Event description:
It was reported that the 9800 system had intermittent image transfers. The system had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep found that the software for the cine runs needed to be updated. The software was updated and the system operates as intended.